Event description:
It was reported an issue with premicron suture. The customer reported that suture material for securing a laparoscopic promontofixation sling was requested during the procedure. During its use, from the very first knot tied, we observed significant fragility of the thread, which frayed before the knot was even finished. This forced us to use four threads instead of one without any improvement in the thread's quality.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one closed sample. To evaluate the conformity of the closed unit, we performed the following tests: knot pull tensile strength results conducted on the sample received is 4.28 kgf and fulfil the requirements of the european pharmacopoeia (ep): 2.24 kgf in average and 1.33 kgf in minimum. These values are in the usual range for this thread and size. Sewing test on artificial skin tissue has been conducted with the closed sample received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one as can be seen on enclosed picture (see enclosed pictures, before and after sewing test). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies with the product specifications. Final conclusion: although the results of the closed sample received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.